Event description:
It was reported that the pump touch screen was unresponsive. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. Reportedly, customer reverted to manual injections for insulin therapy.